Event description:
On (B)(6) 2014, the pt underwent an endovascular repair for a descending thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Prior to the implantation of the devices, a debranching surgery was performed to secure blood flow to celiac, superior mesenteric, left renal, and right renal arteries. The abdominal aorta was used as an access. (B)(4) was implanted distally and (B)(4) proximally with no reported issue. A touch-up ballooning was performed within (B)(4) with a coda balloon. As the balloon was advanced proximally after the touch-up, the physician noticed that the pt's blood pressure dropped. It was confirmed that the aorta distal to (B)(4) ruptured and there was significant bleeding from the ruptured site. The amount of the blood loss was unknown. While transfusion was performed, the pt's blood pressure was stabilized by occluding the aorta with the coda balloon. To repair the rupture, the balloon was removed and one additional gore tag thoracic endoprosthesis ((B)(4)) was implanted without success. The balloon was re-inserted for occlusion and one zenith tx2 stent graft was additionally implanted from the right common iliac artery to repair the rupture again. After the balloon was removed, the pt's blood pressure dropped and it was confirmed that there was still minor bleeding from the site. Cardiac massage was performed and the balloon was inserted into the pt again for occlusion. Percutaneous cardio pulmonary support was utilized and the physician completed the procedure. The pt was monitored in intensive care unit. On (B)(6) 2014, the pt expired due to heart failure subsequent to excessive bleeding. It was reported that the pt's aortal had calcification and tortuosity, especially at the ruptured site. The physician commented that the touch-up might have been stronger than appropriate. The physician also commented that the pt's blood pressure did not recover due to the poor condition of her heart and her age.

Manufacturer narrative:
Results: a review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the pt's aorta had calcification and tortuosity, especially at the ruptured site. The touch-up might have been stronger than appropriate. The pt's blood pressure did not recover due to the poor condition of her heart and her age.